Event description:
It was reported that a pediatric user experienced nighttime hypoglycemia while using the ilet bionic pancreas, with glucose trending from approximately 110 mg/dl to a nadir of 51 mg/dl; the caregiver suspected excessive basal delivery and noted providing meals as corrections, which could have influenced pump behavior. Symptoms included hypoglycemia. Outcomes included the need for oral carbohydrate treatment, after which glucose returned to range. Investigation included interviews and analysis of information provided by the caregiver. Investigation of this case revealed no findings and insufficient information to determine a device problem or implicated component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.